Manufacturer narrative:
(B)(4).

Event description:
It was reported to siemen from a separate site that a (B)(6) female pt had undergone a right elbow study. The pt was lying on her side with her arm wrapped in a large flex coil. The scan was performed without incident and the pt did not report discomfort upon completion of the scan. At a later date and time, the pt discovered discomfort on the hip and observed a second degree burn. The size and area of the burn are unk. The pt visited her own physician for minor first aid. No other info regarding f/u treatment is known at this time.